Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead. Product ID neu_unknown_lead, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer and manufacturer representative reported that the trial patient began their basic evaluation on (B)(6) 2016. Per the manufacturer representative, the peripheral nerve evaluation (pne) was normal. The patient was plugged in using the red and white connector with no ground pad because 2 leads were placed. When the patient was at their health care provider's (hcp's) office lying down, the right lead was working and they felt stimulation on the right butt cheek. When the patient stood up and got dressed and the nurse used the patient programmer to adjust the stimulation, the stimulation had to be adjusted high and the patient felt stimulation on the left side on the back and middle and the nurse turned stimulation off. Once connected and turned up, the patient felt stimulation as an odd sensation. When stimulation was turned up and on for the right lead, the patient felt it in the left side and felt the left lead in the left side. Both sides hurt so much that the patient was crying and it was painful to where they were in tears. Stimulation was turned to a sub-sensory level where the patient couldn¿t feel it. They sent the patient home with the right lead not working and they were in pain leaving the hospital and walking to the car. The patient couldn¿t sit or stand without help. The patient couldn¿t walk and went to the ER with a cane. The patient went back to their hcp¿s office and had their leads removed within 2 to 3 hours of implant due to having extreme pain when trying to stand up. The left side wire did not hurt when it was removed, but the right side hurt when it was removed. They had to give the patient several shots of lidocaine when they put the right wire in place. When the leads were removed, the patient was able to move normally. As soon as the leads were removed, the patient was just fine. It was mentioned that the patient had spina bifida as an underlying health condition.